Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer called to report that the insulin pump stopped working and she was unable to press any buttons and the display was blank. The customer's blood glucose reading was 155 mg/dl. The customer stated that the device stopped working after she dropped it on the floor. The customer saw that the battery cap was "a little gray", tried cleaning and replacing but the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised to return her device and it would be replaced.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the mother board. Unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test, operating currents and excessive no delivery test due to blank display. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads and cracked display window.